Event description:
It was reported an issue with novosyn chd suture. The client reported that the needle breaks more often than with a competitor suture, resulting in higher suture consumption. This suture was used in subcutaneous suturing. No additional data was provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,592 units of this code-batch. There are no units in our stock. We have received two closed samples for analysis. The needles of the closed samples received have been tested for bending strength and the results fulfill product specifications: 8.3 nxcm in minimum for sample 1 and 8.4 nxcm for sample 2 (minimum bending strength specification for this needle: > 7.2 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production were 8.16 nxcm, 8.24 nxcm and 8.36 nxcm in minimum and fulfilled specifications. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.